Event description:
It was reported that the patient has bladder stones that keep causing the foley to burst. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be uneven sac thickness/overinflated. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient has bladder stones that keep causing the foley to burst. No medical intervention was reported.